Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the instrument strings has been damaged, 1 credit left for the instrument. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a damaged wire was confirmed by failure analysis.